Manufacturer narrative:
(B)(4). Method: the expiratory limb of the complaint rt265 infant evaqua2 breathing circuit was returned to fisher & paykel healthcare in new zealand and was visually inspected and pressure tested using a known good inspiratory limb and swivel. Results: visual inspection revealed that the proximal connector collar was cracked. There was no visible damage noted to the tubing itself. The pressure test revealed leak and showed that the limb was out of specification. A lot check was not performed as a lot number was not provided. Conclusion: based on the nature of the observed cracking and previous investigations into this type of failure, the cracking is most likely due to the connectors coming into contact with a cleaning chemical, resulting in environmental stress cracking. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the damage occurred after a period of use, which suggests that the complaint circuit became damaged after the product was released for distribution. Our user instructions that accompany the rt265 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. The user instructions also state the following: do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers.

Event description:
A hospital in (B)(6) reported that the collar of the expiratory limb of an rt265 infant dual-heated evaqua2 breathing circuit had cracked after five days of patient use. No patient consequence was reported.